Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4 - primary UDI number- only di is provided since unknown lot number provided.

Event description:
It was reported that the infusion set was leaking from their site. Patient with diabetes changed to a new site and resumed insulin delivery. There was leaking around the infusion set. No differences about the cannula. Infusion set did not start to peel up. It was not loose but leaking. No visible kinks, twist or damage to tubing. The adhesive at the infusion site was secure and was peeling. There was patient involvement, and no patient harm/injury reported.